Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump alarmed an error, a week prior to the phone call. The customer's blood glucose was 126 mg/dl. Insulin was squirting out during the manual priming process. The customer removed the battery and disconnected form the insulin pump. Then, the customer reconnected the battery into the battery compartment. During the phone call, troubleshooting was performed. The drive support cap was loose. The customer pressed the drive support cap, while they were still connected to the insulin pump, and the cap indented further into the insulin pump. The discontinuation of the device was advised. Nothing further was reported.